Event description:
Additional information received from the consumer reported that the overstimulation had occurred after the new battery was installed with an additional lead in 2013.

Manufacturer narrative:
Concomitant products: product ID 74002, lot # n267578, implanted: (B)(6) 2011, product type adapter; product ID 3550-29, lot # n297233, implanted: (B)(6) 2011, product type accessory; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The consumer reported that the patient had experienced overstimulation. The patient was going through a store¿s entrance with security gates / theft detectors and felt an increased ¿jump¿ in stimulation. It was noted that stimulation was set very high and the patient probably would not have felt the increase if stimulation had been set lower. It was further reported that the increase in stimulation had not happened since going through the security gates. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included non-malignant pain and failed back surgery syndrome.